Manufacturer narrative:
Device evaluated by MFR.: the returned devices consisted of the rotalink burr catheter device with the advancer device and rotawire for the related complaints with the rotawire inside the burr catheter. The handshake connection , sheath, coil and burr were microscopically and visually examined. The rotawire was fractured and both portions of the wire were stuck inside the annulus of the burr. Neither portion of the rotawire was able to be removed from the burr catheter. The annulus of the burr was damaged, not rounded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10803. It was reported that the rotaburr was difficult to remove, became stuck in the rotawire and rotawire detachment occurred. A 330cm rotawire and a 1.50mm rotalink¿ burr were selected for use. During the procedure, when the physician removed the rotaburr from the lesion, resistance was encountered and the rotablator console made a different noise. The physician then stopped burring and removed the entire system from the patient. Furthermore, it was noted that the burr became stuck on the rotawire and the wire became split into two segments. The detached segments were still intact on the rotawire and were completely removed from the patient's body. The physician completed the procedure by stenting. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10803. It was reported that the rotaburr was difficult to remove, became stuck in the rotawire and rotawire detachment occurred. A 330cm rotawire and a 1.50mm rotalink¿ burr were selected for use. During the procedure, when the physician removed the rotaburr from the lesion, resistance was encountered and the rotablator console made a different noise. The physician then stopped burring and removed the entire system from the patient. Furthermore, it was noted that the burr became stuck on the rotawire and the wire became split into two segments. The detached segments were still intact on the rotawire and were completely removed from the patient's body. The physician completed the procedure by stenting. No patient complications were reported and the patient's status was stable.